Event description:
Customer states that it appears the inform meter got hot and burned at the bottom of the meter. No impact to the meter base unit. Customer claims the meter had burn marks on the plastic at the bottom of the meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer returned the homechoice (hc) machine to the baxter product analysis laboratory (pal) due to patient expiration. Reportedly, the device failed the rite (returned instrument test evaluation) during testing. During a follow up call on (B)(6) 2010, the facility nurse indicated that the patient had expired on an unknown date. During a follow up call on (B)(6)2010 the facility nurse provided additional information: the patient had moved from another state to texas and had just been admitted to (B)(6) the day prior to his expiration. At the time of admission,the patient status was stable with no complaints of discomfort. Reportedly, per the patient's brother, the night of the 5th, the patient called to him and indicated he was having severe chest pain. The brother called the paramedics who arrived and performed cardiopulmonary resuscitation (CPR). The patient was transported to the hospital where he was pronounced dead on arrival. The listed cause of death was cardiac arrest. No autopsy was performed. No further information is available related to this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.